Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence since 2012 due to a post-op trauma. It was reported there was a reappearance of incontinence on (B)(6) 2015 due to dorso-lumbar trauma. No diagnostics or troubleshooting was performed. The ins was reprogrammed and the issue resolved on (B)(6) 2015. The event was assessed as non-serious and related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.